Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ capsular contracture: unable to observe as it is not related to the device. As per the investigation procedure, particles, creases, wear abrasion, non-penetrating nicks and observed two openings on radius and posterior side assessed as fold flaw opening were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported no complaint against the left side device. Healthcare professional later reported "the capsular contracture of the left film." The device has been explanted.

Event description:
Patient reported no complaint against the left side device. Healthcare professional later reported "the capsular contracture [baker grade unknown] of the left film." The device has been explanted.

Event description:
Patient reported no complaint against the left side device. Hcp later reported "the capsular contracture of the left film" the device has been explanted.

Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified: ¿ capsular contracture: unable to observe since it is not related to the device. Additional observations: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No further actions are required as no manufacturing issues are observed.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "the capsular contracture of the left film".

Event description:
Patient reported no complaint against the left side device. Hcp later reported "the capsular contracture of the left film" the device has been explanted.